Event description:
This is the second of two reports on the same event involving two products on the same patient. Refer to medwatch 9681121-2011-00019 for a description of the first report. It was initially reported by the optician that a new contact lens wearer experienced slight signs of irritation after initial insertion of the contact lenses. After two days of contact lens wear, she experienced a presumed allergic reaction with tearing, redness, swelling, itching and burning sensation in her eyes. The patient was prescribed treatment with steroids. At that time, the allergic reaction was not thought to be related to the contact lens wear. Two weeks later, the patient resumed contact lens wear and after insertion of a new pair of lenses, she immediately felt an itching and burning sensation in her eyes. Two days later, her whole face was swollen and she was unable to open her eyes. The patient was treated with systemic and topical steroids. Additional information received on (B)(6) 2011, from optician states the patient was seen on (B)(6) 2011, and seemed to have improved but had not completely resolved. Medical records were requested from the patient. Additionally, it was reported that more allergy tests are planned to be performed at a hospital. The patient was requested to bring in lens care solution, solocare aqua, for allergy testing. No further information has been received to date.

Manufacturer narrative:
(B)(4).